Manufacturer narrative:
Additional manufacturer narrative: although the cause of death was not provided, through follow-up with the health-care provider on (B)(6) 2011, it has been learned that the edwards device did not cause or contribute to the patient's death. Therefore, this event was reported in error; this is no longer a reportable event.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. Cause of death has not been provided. It is unknown if the device was explanted or if an autopsy was done. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient has expired after an implant duration of eight days. The cause of death was not reported. It is unknown if the death was device related.